Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end of life message. The patient underwent an implantable pulse generator (ipg) replacement procedure.

Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended after receiving the end-of-life message. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information has been received that the patient was doing well postoperatively. The explanted device was not returned.